Event description:
The customer contacted baxter's service center regarding a high drain alarm, which occurred on the homechoice (hc) during drain 4 of 4. The patient had a last fill volume (lfv) of 2000ml and an initial drain alarm setting of 1400ml. The patient bypassed initial drain with a drain volume of 571ml. The patient had absorption of the fluids and the initial drain volume was set very high. The initial drain was bypassed without ensuring the patient was fully empty. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.